Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. The device had signs of improper maintenance and storage based on evidence of insect damage. The device was deemed beyond repair and returned to the customer unrepaired. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that the power supply connection at the back of an astral device was inoperable. There was no harm or serious injury reported as a result of this incident.